Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the physician noticed that the rotating hemostasis valve (rhv) was not locking onto the neuron max 6f 088 long sheath (neuron max). This was noticed prior to use and therefore, the neuron max was not used for the procedure. The procedure was completed using a new neuron max.